Event description:
It was reported that pump malfunction occurred after pump was worn in lake for about twenty minutes, and pump screen then went dark and would not turn on. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer had not taken action to address high blood glucose due to not having backup insulin at the time. Customer ultimately reverted to an alternate form of insulin therapy.